Event description:
My contact lenses arrive to my home frozen. The container listed storage temps between 60-80 degrees f. The manufacturer's product inert lists the same temperature guidelines. The distributor said allow them to thaw and use. I contacted b&l who said they'd be safe to use after thawing if the containers hadn't been compromised by the expansion of the solution during the freeze thaw. I find it discomforting that the manufacturer is purporting safe use of their products that have been exposed to temperature extremes outside that which is published on the FDA approved product insert.